Event description:
Patient stated his v-go fell off yesterday (B)(6) 2019 from his abdomen today. The patient stated that he wore the v-go for 3 hours before it fell off. Patient stated he went through all the appropriate steps and knows how to use the v-go.